Manufacturer narrative:
One sample of a taperguard endotracheal tube was received for evaluation. An inflation/deflation test was performed using a syringe. 25cc of air was applied to the cuff. The cuff was observed to deflate immediately. Upon visual inspection the cuff was observed to have a small tear. The failure mode was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. Deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. (B)(4).

Event description:
Customer states: prior to use, the cuff did not inflate due to a pinhole puncture. No patient involvement was reported.

Manufacturer narrative:
One sample of a taperguard endotracheal tube was received for evaluation. An inflation/deflation test was performed using a syringe. 25cc of air was applied to the cuff. The cuff was observed to deflate immediately. Upon visual inspection the cuff was observed to have a small tear. The failure mode was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. Deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.